Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with an implantable neurostimulator (ins). It was reported the patient was not getting any connection with the charger or programmer. The patient was not getting stimulation. The patient charged last week. Possible overdischarge was reviewed and the patient was redirected to their healthcare provider (hcp). No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was rec'd from the patient. It was reported that unit must be replaced. The (device) just quit working. The patient met with the hcp and a manufacturer representative on (B)(6) 2020 and are waiting for a surgery date. Patient provided their weight information. No further complications were reported. Additional information was received from the rep. It was reported that on (B)(6),it was decided that the battery will be replaced but they were looking for the insurance approval, hence, the 4/23 (scheduled date of replacement) was not known at the (B)(6) appointment. The date was confirmed later. The replacement is due to normal battery depletion. Neither the doctor nor the patient mentioned any device issues at the appointment. Anything out of the normal battery depletion was not considered/discussed. Patient did not mention any device/therapy issues to the rep. At the (B)(6) appointment, three attempts were made to connect the clinician programmer, but could not connect. Further investigated and found ins to be 8+ years old, questioned the patient who verified eri and eventual eos. No devices will be returned. The provided information was confirmed with the physician/account. No further complications were reported.